Event description:
Notice of revision surgery from risk management-patient. On 05/20/1996 pt reported he felt like his hip popped while washing his car. On 06/24/96 pt reported while he "was down at the river yesterday" and felt as if "something went out of place," and then it went back in, but following that there was a grinding type sensation in the hip.